Event description:
It was reported that the superior vena cava (svc) portion of the right ventricular (rv) lead displayed high impedance. The svc portion will be turned off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the lead was not returned for analysis. However, performance data collected from the device wasr eceived and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. There was two patient alerts for out of tolerance (oot) subthreshold lead impedance on (B)(6) 2012. Weekly high voltage (hv) lead trend data shows an increase for min and max svc defib equal to 56 to 12328 ohms peak between (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 4543 competitor implantable pacing lead (B)(6) 2006; 4574 implantable pacing lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.